Manufacturer narrative:
Reported event: an event regarding wear involving an unknown insert was reported. The event was confirmed via clinician review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: confirmation: a revision knee was performed. The tibial implant appeared loose as well as having polyethylene failure. The implants that were revised cannot be confirmed. Root cause: the root cause of the loosening and the polyethylene wear cannot be determined without additional medical records and perhaps the explants. Note: from the documents a size 6 tibia was used with a size 4 femur which would be off label application of sizes. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient's knee was revised due to due to complete wear through poly on his tibial component with gross loosening of the tibial component. It was also reported that entire knee stained black (titanium staining). Clinician confirmed that a revision knee was performed. The tibial implant appeared loose as well as having polyethylene failure. The implants that were revised cannot be confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details and return of the device are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Information received from study site indicates "mechanical loosening of internal left knee prosthetic joint." Patient was revised. Update on 23-aug-2021 per clinician review: "(B)(6) 2020: operative report, failed left tka. X-rays showed complete wear through the ply and gross tibial loosening. Entire knee stained black. Femur was not loose. Removed with little bone loss. Tibia out easily, debrided titanium staining. Note: from the documents a size 6 tibia was used with a size 4 femur which would be off label application of sizes. "